Event description:
Female undergoing mitral valve replacement: allegedly during preparation for implantation of mitral valve, the sutures broke so 1st valve wasn't implanted (scrub tech received the valve on the surgical field, scrub tech was screwing the metal valve holder onto the valve, turned 2 clicks and heard and noticed black silk suture broke - defective valve), item removed off of surgical field and a new 27 valve opened to sterile field: this new valve opened and implanted but leaflets tore during implant. Device explanted and new brand opened and implanted. Manufacturer response for mitral valve, mosaic cinch (per site reporter): allegedly at time in implant/explant the sutures broke and rep commented that this has been noted to happen w/too much torque.